Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (fa) was performed on the prograsp forceps instrument associated with this complaint and the initial fa findings were confirmed. And did not replicate the customer reported complaint. However, no evidence was found on the distal end of the instrument that indicated a sharp edge or point that would have made holes in the small intestine and peritoneum. The damage to the distal idler pulley, though attributed to damage during use, is unlikely to cause the frayed grip cable, as the grip cable does not contact the damaged part of the pulley.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the prograsp forceps instrument made several holes in the small intestine and the peritoneum. Per the initial reporter, there were no clinical consequences as a result of this issue. The severity of the reported holes, any medical interventions required, the circumstances leading to the created holes, and any further details are currently unknown. Intuitive surgical, inc. (Isi) contacted the customer for additional information; however, at the time of this report, no further details have been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the idler pulleys. Some filaments of the cable were frayed; however, the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable exhibited abnormally sharp edges or damage that would have contributed to the cable fraying. The distal pulley was an affected surrounding component, with mechanical indentations observed. Additionally, the instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were no pieces missing. The grip cables adjacent to this indented pulley showed damage, which may indicate potential mishandling/misuse. The grip cable was frayed.